Event description:
It was reported that the patient present in clinic due to discomfort caused by muscle stimulation. Interrogation revealed the pacemaker (pm) was in in backup mode. The pm was reprogrammed, and the patient left in stable condition.